Event description:
Alleged deflation.

Manufacturer narrative:
Unable to confirm deflation. No findings available. Deflation was reported as a reason for explantation. Surgeon discarded explant.

Event description:
Alleged deflation.